Event description:
Atrial septal defect (asd) was sized with a numed sizing balloon with stop-flow technique at 16mm and with a minimal waist at 20mm on echo as well as on cine by measuring the waist on the balloon. A 20mm amplatzer septal occluder was implanted with tee guidance without difficulty. The device was noted to be in good position after release. The post-placement tee showed excellent position without residual leak and a flat profile on the septum. Pre-discharge echo found that the device had embolized to the left ventricle outflow tract without evidence of obstruction. The device was retrieved during elective surgical closure of the asd. As reported by the physician, the patient is doing fine with uneventful recovery from surgical retrieval and asd repair and was discharged home on the 4th post-op day.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.during manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The procedural imaging has been received at aga medical and is currently being review by aga's medical consultant. A follow-up report will be filed once this information is reviewed.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient underwent device closure of a secundum asd. The atrial septal anatomy revealed a negligible aortic rim and a thin septum primum that fluttered during atrial cycle. The asd appeared small and was in the area typical for patent foramen ovale (pfo). The septum was thin and suggested a fenestrated defect. The color flow diameter of the asd without balloon sizing measured about 19x20 mm. The echo imaging did not show balloon sizing, however, as expected, it was about 20 mm with a gentle waist. A 20 mm device was placed and appeared stable with no dislodgement with the push-pull maneuver. The device had an extremely thin profile and embolized later that day. Although the correct device size was chosen and proper placement was achieved per recommendations, the device embolization occurred due to the complexity of the atrial septal anatomy. Balloon sizing, although not present in echo imaging, was performed per stop-flow technique and recommendations. The septum was so thin that the deployed device ultimately stretched the defect and it became unstable. The right disc of the device essentially became smaller than the defect. There was also a possibility that the thin septum between the fenestrated defects tore and made the defect much larger for the size of the device placed. In this case, the extreme thin profile of the device with the left disc edge touching the aorta was suggestive that the chosen device was too small for the defect.